Event description:
Caller reported a malfunction on the pump, with pump screen going dark and initially unresponsive. Blood glucose did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller to connect pump to a known power source, which resulted in the screen turning on. Fault identification was unavailable due to pump shutdown prior to reporting. Technical support resolved to replace the pump, shipped a new one with updated software, and provided instructions for storage mode and return of the old pump. Customer acknowledged these instructions and will use an alternate insulin delivery method in the interim.